Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported vertical gas breakthrough in the left eyes of three patients. The surgeon stopped the laser and completed the flap manually with no patient harm. There are three related reports for this event. This report addresses patient three, and another manufacturer report will be filed for the other two patients.

Manufacturer narrative:
Additional information requested but not received. Root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
At the visit on site the fse (field service engineer) verified the system. Logfiles showed that flap thickness (z-offset) was within specifications. The fse adjusted the flap thickness. The levelling of the system was done correctly according to the service manual. This was done in alignment and approval. After service the system was successfully verified according to specification and alignment was confirmed by multiple additional tests. The root cause for the reported event can be identified as an flap thickness alignment of the system on the lower level in combination with a low flap thickness (lower than 120 m) desired and selected by the surgeon which therefore caused flaps to be thinner as expected and the related complications such as bubbles and vertical gas breakthrough. (B)(4).